Manufacturer narrative:
Manufacturer's report date: april 27, 2011. (B)(4). The set was discarded at the facility. The model and the lot number were not identified.

Event description:
Customer's anecdotal report of a tubing separation which occurred sometime in 2010, the date is unknown. The nurse experienced reoccurring air in the line alarms even after ensuring that all of the air had been removed. She pulled up on the tubing at the upper fitment to "flick" out any potential air when it separated at the safety clamp. It was stated the tubing came apart very easily. The product was on a patient at the time of the event. From the reported information, there are no indications of serious injury as a result of this incident. No further information was available.